Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 4.2, 2.2, 1.1, and 3.3 inr, reference = 3.0 inr, mean = 2.76, confidence limits = 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Inratio values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 262184 on 09/30/2011 met accuracy and precision criteria. Test results are as follows: donor 110 = 1.9, 2.1, 2.0 inr; donor 111 = 1.7, 1.8, 1.7 inr. At least two out of three replicates are within the allowable bias of reference results for donor 110 (1.94 inr) and donor 111 (1.78 inr), respectively. In-house test results have 5.00% and 3.33%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: customer using the same finger for repeated inratio test could have contributed to unexpected results. Package insert advises customer use new finger stick for each test. Analysis of the client's data from repeated inratio test revealed that test result comparison did not meet precision criteria. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy and precision criteria. (B)(4). Due to increase in discrepant complaint with inratio strips, this issue was escalated to CAPA (B)(4).

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.2, 2.2, 1.1, 3.3, lab: 3.0. Pt self tester initial test inr = 4.2. Thought it was too high so he tested again a few minutes later on same finger stick with an inr = 2.2; tested one more time on same finger stick with inr = 1.1. Had pt self tester test again on new finger; got 3.3. Range is 2.5-3.5.